Manufacturer narrative:
Evaluation summary: no sample was received for evaluation.root cause: suction issues are attributable to poor placement of the suction ring and applanation cone onto the patient¿s eye, patient physiology (eye anatomy), patient reaction, etc.(B)(4).

Manufacturer narrative:
Evaluation summary: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A technician reported that during creation of the lasik flap in the right eye, there was loss of suction twice, after the laser began dissecting. The first time, the patient interface (pi) lost suction at 93 percent. A second suction was achieved with a new pi, which lost suction at 87%. Finally, the flap cut was successfully completed with a third pi. There was no impact to the patient. Additional information was requested and received. No further information is expected.